Event description:
On (B)(4) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the "backlight" key to be intermittently unresponsive and the "up", "down" and "ok" keys to be unresponsive. The keypad was torn in the area of the "up", "down" and "ok" keys, and was removed for investigation. The "down" and "ok" key contacts were inverted and contamination was found under all key contacts. Unrelated to this complaint, display is faded and discolored upon start up and difficult to read. Replaced faded display with test display, which was fully functional and completed the testing with test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).